Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading of ¿high¿; however, a specific value was not provided. Cause was not known. The customer required assistance being transported to urgent care. Unspecified intravenous fluids and insulin injections were administered to address bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.